Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, oversensing and pacing inhibition. The lead also had pacing impedances of greater than 2500 ohms. The lead was reported to have been fractured. The patient was seen for surgical intervention where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.